Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation reveals that the sheath is broken into multiple pieces and hence the complaint can be confirmed. It was mentioned that the device broke upon impact, implying it was not an out-of-box failure. Typically these types of failures are observed in cases of hard bone quality and off-axis insertions. We cannot discern a definitive root cause for the reported failure at this time. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the biointrafix tbial sh lrg 30mm sheath device broke into pieces at the moment of impact. As no other product of the same reference was available, a milagro screw was placed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.